Event description:
It was reported that the customer's blood glucose was over 600 mg/dl and he called the doctor for advised because he was dizzy with nausea and thirsty. Caller stated that the insulin pump was not working correctly, it was alarming no delivery. Caller stated that the customer change the infusion set and the cannula was bent. Troubleshooting was not performed at the time because customer was at work and he did not have the tubing clamp. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).